Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 42 months, was emitting tones and displayed an elective replacement indicator (eri). Two months prior at follow-up, the battery status was beginning of life (bol). At the current follow up, it was revealed that the device was at eri for the past 6 months. Following a capacitor reformation, the device displayed end of life (eol).